Event description:
It was reported that externalized conductors were observed. The lead was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two parts. Externalized conductors due to internal insulation abrasions found at 7.8-11.3cm and 15.7-18.1cm from the distal tip. External insulation abrasions were found at 11.8-12.1cm, 13.6-13. 9cm and 14.8-15.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at 13.6cm-13.9cm. External insulation abrasion was noted at 7.7-8.6cm from the helix. The etfe coating was intact.